Event description:
It was reported the patient had a battery replacement on (B)(6) 2013. It was noted the patient had leads on both sides and the battery on the right was to be replaced. There was no existing stimulator implanted on the left and it was unknown whether the stimulator and only the extension were removed previously or whether only the leads were implanted initially. An incision was made in the lead site on the left and connection was made to the extension and then to the stimulator. Severe adhesions were observed in the lead site during incision and the medical team encountered difficulty separating the adhesions. In addition it was also noted the electrodes seemed in fragile condition. After connection impedance showed abnormal values. 0 and 3 electrodes were 17 ohms and the rest were between 5000 and 8000 ohms. 0 and 2 were the only normal electrodes. They decided to use stimulation with polarity of 0-2. The physician did note they may have to replace the electrodes. It was noted the event might be caused by deteriorated connection as a result of continued lead placement inside the body without any protection of the connection site over almost 6 years, and by damaged electrode as found during exposure of the leads. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3389, lot# unknown, product type: lead. (B)(4).